Event description:
The customer reported black screen upon boot up, and an accessory error code. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated pcbs, adjusted leg extension microswitch, and repaired the leg extension latch. System operates as intended. (B)(4).